Event description:
It was reported that the patient presented in clinic for routine follow up. Post-paced t-wave oversensing on the ventricular channel was noted. Programming changes were made and patient will be monitored for follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.